Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while in retrograde conduction with mvp enabled, device will stay in retrograde v-a pattern. The device remains in use. No patient complications have been reported as a result of this event.